Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," but the specific value was unknown. The customer addressed the high blood glucose by using a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.